Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Customer reported set leaking from the silicone segment near the upper fitment. There was no report of pt harm on medical intervention. Customer stated that no further pt or event info is available.